Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The customer has been running low for four days in the afternoon and evenings. The current blood glucose reading is 42 mg/dl. The paramedics were call to treat. The blood glucose reading at the time of the event was 42 mg/dl. Customer feels that the insulin pump is responsible for the lows. Nothing further reported.